Event description:
Report provided by the end user states that the end user has experienced red bumps in the mirror image of the tape collar. The end user was informed by the home healthcare provider that the red bumps were a heat rash. The end user cleans with soap and has been using an ostomy powder and barrier spray with no improvement. Discussed full barrier and sending samples. The end user's subsequent outcome was not reported.

Manufacturer narrative:
Convatec in submitting this report as a result of remediation activities related to the FDA 483 issued april 16 2014. Device listed in this report is used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.